Event description:
It was reported that the telemetered battery voltage was low and there was a request for the battery longevity estimate. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. On (B)(4)-2010, the telemetered battery voltage was 2.81 v, while the daily battery voltage trend measurement was 2.96 v.